Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was noisy due to defective plug unit. The plug unit had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the reported suggested event could not be established. The historical analysis for this event confirmed that: ·there are no product excursions or statistical trends were identified. ·there are no ncr, scar, CAPA or hha records associated with the historical complaints. ·no anomalies were identified in the manufacturing/repair history records. ·the complaint rate is within the expected occurrence. ·no anomalies were identified in the labeling review. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an image problem, no image. The issue was found during preparation before use inspection for an unspecified bronchoscopy procedure. The intended procedure was completed with another similar device. The patient was not under anesthesia. There were no reports of delays. There were no reports of patient or user harm associated with this event.